Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. It was also reported the implantable cardioverter defibrillator system was removed secondary to acute septicemia and possible vegetation on the right ventricular lead. No further patient complications have been reported as a result of this event.